Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) on both the right atrial (ra) lead and right ventricular (rv) lead due to high out of range (oor) pacing impedances, measuring greater than 2000 ohms. The patient was programmed to pace and sense in the ventricle, therefore, the ra lead is not being used. Prior to the lss, there was a signal artifact monitor (sam) episode declared as the rv lead was oversensing the minute ventilation (mv) signal. On the sam episodes there was low oor pacing impedances, measuring less than 200 ohms. Pocket manipulation was performed and a small amount of noise was reproduced in the bipolar sensing configuration on the rv lead. Boston scientific technical services (ts) discussed if it was a lead issue there would likely be more noise with pocket manipulation, therefore, this could be a spring contact connection issue. It was noted in the last 10 tens days the right ventricular automatic capture (rvac) feature ran 37 tests, when it should have run approximately 11. Ts recommended replacing the device as well as the rv lead, unless, pacing system analyzer (psa) testing indicates a clear lead issue. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. The ra lead and pacemaker remain in service. No additional adverse patient effects were reported.